Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two (2) samples for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). The customer repeated the patient's first sample (designated as sample one (1)) on the same unicel dxi 600 access immunoassay system twice and obtained lower results, within the assay's normal reference range. The customer also repeated this sample on an alternate unicel dxi 600 access immunoassay system serial number (B)(4) and obtained lower results, within the assay's normal reference range. The customer repeated the patient's second sample (designated as sample two (2)) once on the original unicel dxi 600 access immunoassay system and obtained lower results, within the assay's normal reference range. The customer also repeated this sample on the alternate unicel dxi 600 access immunoassay system serial number (B)(4) and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 results were reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control (qc), calibration, system check and precision run) were within assay/instrument specifications. The sample was collected in a plasma separator tube. Samples were centrifuged at 5100 revolutions per minute (rpm) for three (3) minutes. The customer did not note any sample integrity issues related to this event.

Manufacturer narrative:
The customer performed hardware verification by performing a system check and twenty three (23) replicate precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.